Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer's representative (rep) regarding a patient receiving prialt of an unknown concentration and dose via an implantable infusion pump for non-malignant pain. It was reported that the patient was in the physician's office for a refill and the pump was alarming empty reservoir. The pump was alarming and interrogation found out that the pump was empty. Unable to get drug on (B)(6) 2017 to refill the pump, so filling the pump with pf normal saline and the patient would return on (B)(6) 2018 for a refill with drug. The issue was not resolved at the time of this report. The patient's status was "alive - no injury", no symptoms were reported and no further complications were expected or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.